Event description:
A customer reported that an unexpected negative reaction was obtained on the 3-cell screening assay on galileo echo (B)(4).

Manufacturer narrative:
A review of the image files for testing performed on echo (B)(4) showed that cells 1 and 3 resulted as negative and visually appeared negative. Cell 2 resulted as negative but visually appeared positive. Repeat testing showed that cells 1 and 3 resulted as negative and visually appeared negative. Cell 2 resulted as equivocal and was visually positive. A review of the image files for testing performed on echo (B)(4) showed that cells 1 and 3 visually appeared negative as reported by the instrument. Cell 2 resulted as positive (1st batch 3+; 2nd batch 2+) and visually appeared positive as expected. An immucor field service engineer performed preventative maintenance. The residual volume and the peripump were reset. The camera reader was calibrated. Qc and a group and screen were performed to verify instrument operation. The instrument is operating as expected. Customers were also made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.